Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had multiple pump errors. Customer¿s blood glucose was 10.0 mmol/l at the time of incident. Troubleshooting was not performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with pump error 38 alarm during rewinding due to jammed motor gearbox. No unexpected pump error 130 alarm or device test failed alarm noted during testing.

Manufacturer narrative:
The information provided in section b5 summary with the initial report was incorrect. The correct information has been included with this report.

Event description:
The customer performed displacement test and it failed.